Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that upon interrogation of the pulse generator exhibited a -data not read- error message for measured data. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.